Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a documented blood glucose of 68 mg/dl and concurrent observation of the device on a fill tubing screen showing 2.1 units when the user had not recently changed the infusion set. Symptoms included low blood glucose requiring treatment. Outcomes included oral carbohydrate intake with recovery of blood glucose to 129 mg/dl and no medical intervention, hospitalization, or alarms. Investigation included complaint intake review and user education and troubleshooting attempts. Investigation of this case revealed no device alerts or confirmed malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.